Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not cut or seal as expected when activation was attempted. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.